Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an unspecified error message could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the rn hung a new bag of p-lyte and the channel alarmed for an unspecified error message. The device was taken out of service.